Event description:
On (B)(6) 2009, the pt removed a partially full insulin cartridge from the infusion device and the plunger became stuck to the piston rod. Approx 150 units of insulin spilled into the cartridge compartment of the infusion device. She was educated on the proper procedure for removing the insulin cartridge from the infusion device. She was advised to switch to the backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.